Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing diabetic ketoacidosis and a heart attack. It was also reported that multiple occlusion alarms occurred. No further information was provided on the reported event.